Manufacturer narrative:
No product was returned for evaluation. The report of multiple pump stoppages in addition to multiple power and flow elevations were confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for these events could not be conclusively determined through this evaluation. Furthermore, a correlation between the device and the report of elevated lactate dehydrogenase could not be conclusively determined. The patient remains ongoing vad support and no further related events have been reported at this time. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The reference to history of thrombus was reported under medwatch MFR. Report # 2916596-2015-01281. (B)(4). Approximate age of device ¿ 1 year and 11 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient has a history of pump thrombosis. On 03/22/2017, it was reported that the patient was admitted to the hospital with elevated lactate dehydrogenase (ldh) of 1500 u/l, subtherapeutic inr, and lvad power and flow estimation elevations. Echocardiogram was negative for device thrombosis. It was also reported that pump stoppages occurred on (B)(6) 2017 and (B)(6) 2017. The lvad clinician reported that because of the negative echocardiogram, multiple patient comorbidities, and high surgical risk, the patient would be medically managed more aggressively with anticoagulation and a higher inr target. No additional information was provided.